Event description:
It was reported that the system 7800 fluorostar locked up during use. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the system's monoblock was out of calibration. The system was recalibrated. The system was tested and found to be working as intended and placed back into svc.